Event description:
It was reported when using the bd pyxis¿ medbank , user unable to dispense med due to qty exceed amount of 0.007. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a medication quantity profile issue. The technical support specialist (tss) remoted into the station and found that the medication could not be dispensed due to the quantity exceeding the allowed amount. The tss advised the customer to pharmacist needed to delete and reapply the medication order with the correct quantity. Later the customer confirmed that the issue was resolved by the pharmacist. The system functioned as intended after the pharmacist resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank , user unable to dispense med due to qty exceed amount of 0.007.the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.